Manufacturer narrative:
MFR site: the device was manufactured at one of the following facilities: baxter healthcare - (B)(6). Baxter healthcare - (B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the overpouch of a minicap was open. This was observed before use of device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.